Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported failure. Physio did observe some wear to the battery pins, so as a precaution the battery pins were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined. The initial medwatch report should have indicated: physio-control examined the customer's device but was unable to duplicate the reported failure. Physio did find that one of the battery pins was broken, which could lead to the unit powering off by itself even though that was not observed by physio. As a precaution the battery pins were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would power off, or reset, by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. Physio did observe some wear to the battery pins, so as a precaution the battery pins were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.